Event description:
Additional information was received that pre-implant dilatation was performed. The second valve was recaptured 2 times due to a deep implant depth greater than 3 mm. A procedural delay occurred in result of the infold due to the need to load a new valve.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: four intraprocedural fluoroscopic images were provided for of the event. The absence of a patient executive summary limited the ability to perform a comprehensive anatomical assessment. A fluoroscopic valve load inspection was performed based on the available images. Review of the images identified a potential presence of two inflow crown overlaps, one terminating at node 3 and another terminating at node 4, which would be consistent with a misload. Per medtronic best practices, inflow crown overlap occurring prior to node 4 is considered an acceptable load, whereas overlap at node 4 or beyond is classified as a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The available evidence suggests that an attempt was made to implant a misloaded valve, resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A subsequent image demonstrates valve dislodgement toward the ventricle following release. The dislodgement event was not captured in the provided images; therefore, the root cause of the dislodgement cannot be conclusively determined. Based on the available information, it is plausible that the observed infold contributed to the dislodgement; however, this relationship cannot be confirmed without a complete intraprocedural imaging dataset. Furthermore, the available evidence does not fully support the reported event description. This review and the associated observations were based solely on the limited information and images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 ((B)(6)); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve evfxplus-34, the valve dislodged downwards into the ventricle after release, resulting in paravalvular leak. A second valve was then opened and attempted to be implanted, but an infold occurred during recapturing, leading to its removal. Subsequently, a third valve was opened and implanted.